Manufacturer narrative:
Concomitant medical products: bd 309653 syringe without needle, 60ml (2 oz.) Concomitant disposable; microclave; td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that an infusion of epinephrine was noted to have leaked between the tubing connections while connected to a patient in the cvicu. They reported the affect on the patient was minor since not all medication reached the patient. There was no lasting harm.